Event description:
The customer reported that a philips fetal monitor device had fallen and is defective. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a philips fetal monitor device had fallen and is defective. No pt harm was reported. There is no information provided to suggest that there was any monitoring problem or any health risk. In abundant caution, we will report this failure. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.